Event description:
It was reported that analysis was requested for the patient's system controller download. The patient's black battery cord was alarming with "connect power" message. The patient presented to a nearby emergency department and unfortunately had a cardiac arrest during care flight. Log files were sent for review from the patient's original system controller and the spare system controller that the patient was switched onto. Log files captured odd strings of power cable disconnects on (B)(6) 2025. The event log file also captured low flow flags and alarms on (B)(6) 2025 between 5:17:28 & 5:18:00. The pump was operating as intended & did not appear to have contributed to the cardiac arrest. For the new system controller, the periodic log file contained 4 lines of data, and it appeared normal with no alarms. The event log showed that the patient was connected to this system controller on (B)(6) 2025 around 7:07:37. The pump began operating at the speed of 5400 rpm within a few seconds of the driveline being connected to the system controller. The mechanical circulatory support (mcs) equipment continued to operate as intended for the remainder of the log file and there were no alarms. It was noted near the end of the log file that there was a drop in flow with an increase in pulsatility index (pi). It was unknown what happened at the time of the low flow as the patient was still at an outside hospital. The patient was extubated and neurointact. Ventricular assist device (vad) parameters were stable per interprofessional team. The cause of the cardiac arrest was undetermined, but the site's opinion was that it was not ventricular assist device (vad) related. The patient received narcan, fluid resuscitation, defibrillator shock, and a system controller exchange as treatment. The patient was discharged in stable condition as of (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a power cable disconnect alarm correlating to the black power cable was confirmed via the log file and via the controller¿s functional analysis. The log file captured an atypical power cable disconnect alarm on (B)(6) 2025 correlating to the black cable, and the alarm remained active until the controller was exchanged. The pump operated as intended throughout the data. The returned system controller (serial number (B)(6) was observed to have a kink in its black cable near the connector-side bend relief upon arrival. The controller was functionally tested, and a power cable disconnect alarm correlating to the black cable was reproduced. When the black cable¿s outer jacket and black connector bend relief were being manipulated, the connector with the bend relief became detached from the end of the cable with a light amount of force. All of the black cable¿s inner wires were observed to be twisted and detached from the end of the connector, which would cause the connect power alarm to occur. The root cause of the reported event was determined to be damage to the black power cable that resulted in the wires becoming fractured from the connector; however, the root cause of the damage was unable to be conclusively determined. The observed kink on the cable could have also occurred due to this damage. Review of the device history record for the system controller, serial number(B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to respond to alarms that sound from their controller, including power cable disconnect alarms. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.